Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported the igs stealth adapter thread was burred and unserviceable during a l4/5 tlif procedure on (B)(6) 2021. The procedure was completed successfully using another device with no delay and no impact to the patient. This report is for a igs stealth adapter. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Initial reporter is a synthes sales representative. Apau0108 was first released in 2015. The batch number indicates the instrument has been in use since 2015. There were no non-conformance reports launched during manufacturing. A photo investigation was completed: the complaint device was not received for investigation. A photo investigation was performed based on the provided images. The images were reviewed and the complaint condition is confirmed. Similar complaints and risk documents were also reviewed. This review determined that design alteration was not preferable due to the low likelihood of patient risk and the potential introduction of new risks. This event does not indicate an increase in frequency of complaints. The product was designed and developed according to procedure, and manufactured to specification with no deviations recorded related to the damaged component. Based on the investigation, the need for corrective action is not indicated. No patient harm was recorded. A definitive assignable root cause could be attributed to expected/normal wear and tear for the intended use of the device. As the device was not returned, an as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. After a visual inspection, it is determined that the reusable instruments are worn from repeated use and servicing. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.